Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (tissue pad peeling off) was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the tissue pad peeled off from the subject device. The reported issue occurred during therapeutic laparoscopic cholecystectomy. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the customer's reported issue, and to provide additional information based on the legal manufacturer's final investigation. During inspection and testing of the returned device, the tissue pad was worn out, and it was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything, including after tissue resection. This may have caused the tissue pad to wear out and partially peel off. The device's instruction manual contains the following descriptions, which warn against this event: "·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customer's reported issue (the tissue pad peeled off from the subject device): the device was inspected prior to use. The tissue pad did not fall into the patient's body. There was no delay in the procedure, and there was no impact on the patient, due to the reported issue.